Event description:
During review of the in-house programming/diagnostic history database, it was observed that a faulted system diagnostic test occurred on the date of implant which left the patient at unintended settings. The patient appears to have been intended to be at 0ma. However, the faulted diagnostic test programmed the output current to 1ma. The settings were corrected on the follow up visit on (B)(6) 2008. No other anomalies were observed, and no patient adverse events were reported as a result.

Manufacturer narrative:
Review of programming history.